Event description:
The initial reporter complained of an "abnormal low signal" alarm and questioned the results for multiple patient samples tested on multiple assays on a cobas e801 module. The customer repeated 236 patient samples. Results for 73 patient samples required amended reports. The following are examples of discrepant results for 4 patient samples tested for either ca 19-9, tsh, ferritin or folate. Patient 1 initial ca 19-9 result was 70.7 (unit of measure not provided). The repeat result was 71,220. Patient 2 initial tsh result was 0.11 (unit of measure not provided). The repeat result was 1.68. Patient 3 initial ferritin result was 3.24 (unit of measure not provided). The repeat result was 302. Patient 4 initial folate result was > 20 (unit of measure not provided). The repeat result was 6.0. The initial results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) replaced the pinch tubing and pinch valves. Qc was acceptable afterward. The service actions resolved the issue.